Manufacturer narrative:
Corrected year of manufacturing for device originally reported as 2016. Refer for further details on device evaluation.

Manufacturer narrative:
Additional narrative: aso/manufacturer reached out to consumer/end user on 2 occasions to request samples of the remaining device/product by return mail for investigation and testing; to date there has been no response. Device evaluated by manufacturer - evaluation of a representative sample of the related medical device is summarized.

Event description:
(B)(6) 2015 (per initial reporter) - the consumer/end user reported that the non-stick product is sticking to the wound, and used hot water to get it to come off.